Event description:
The following has been reported: biomed reported: "tubing set". Injury/adverse reaction: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve failure. The fva pins had a slight drag felt when operated. Damage was identified on the lever arm boot. A cassette was loaded on to the device and an infusion was run. The device did not display any alarms or errors during infusion. The device was opened to inspect for internal damage and clean the fva pins. No internal damage was identified. A small amount of dirt and debris was found on the pins. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. An infusion was run again after the lip seals were replaced and no errors or failures occurred during infusion. The lever boot will be replaced before being sent to the test line for full functional testing.